Event description:
It was reported that an echography was performed and revealed the right ventricular (rv) lead was impinging his tricuspid valve resulting in regurge. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.